Event description:
Reporter indicated that partial device diagnostic testing (normal mode test) at office visit resulted in high lead impedance reading (dc-dc code 7 and limit). The elective replacement indicator was no, indicating that the generator had not reached end of service. Because complete device diagnostic testing was not performed (lead test), device malfunction cannot be ruled out as the cause of the high lead impedance reading. Based on last known device settings and length of time implanted, the generator should not be nearing end of service. The pt has infrequent seizures and had been seizure-free in the month prior to this office visit.